Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection and a fever. It was also reported that the right ventricular (rv) lead exhibited high thresholds on a previous device check and when the patient went to get this issue addressed the issue of infection was noted. The implantable pulse generator (ipg) system was explanted and will be replaced in future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.